Event description:
It was reported that a reported trochanteric fixation nail tfn system hardware removal was performed because the helical blade part of the tfn system had cut out of the femoral head. The original tfn implant system was implanted on (B)(6) 2013, to treat a femoral fracture. The patient presented with pain on an unknown date and it was discovered at that time there was non union of the fracture and that the helical blade had cut through the femoral head. The tfn system hardware was explanted on (B)(6) 2013 and the patient was revised with a total hip replacement. The procedure was successfully completed. This report is for one, 11mm/130 deg ti cann troch fixation nail 360mm/left ster. This report is 1 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn because product was not received for evaluation. A review of the device history records has been requested. Placeholder.

Manufacturer narrative:
A review of the device history records was performed and no complaint-related issues were identified. The investigation could not be completed and no conclusion could be drawn. The device will not be returned for evaluation.